Event description:
Additional information was received confirming that the guidewire did not experience a stiff wire tip bend during the procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the delivery system became stuck in the paddles when being pulled out of the patient, causing the valve to dislodge from the annulus. Tension was felt during the deployment and adjustment of the delivery catheter system (dcs) was made when introducing it into the annulus and pulling it out. The dcs was pulled to the descending aorta to reduce tension, potentially due to a bend in the abdominal aorta. A snare was used to reposition the valve to avoid coronary occlusion, and the final position was around the sinotubular junction (stj). A second valve was successfully deployed with a gradient of 8mmhg post-implantation. Furthermore, the guidewire experienced a stiff wire tip bend during the procedure, and a replacement was provided. Additional information was received indicating that prior to valve deployment, the right femoral access site was used and a pre-implant balloon dilation was performed. During the deployment phase of the procedure, the cusp overlap technique was used while the evolut pro+ valve was slowly deployed and implanted in the patient's native annulus. Additionally, it was confirmedthat prior to slowly withdrawing the dcs, the dcs nose cone was centered within the valve frame inflow by slightly retracting the guidewire. It was also stated that the dcs was not twisted or torqued at any point during deployment. According to the physician, the dcs was probably stuck to the paddle pocket during removal from patient's body, causing the dislodgement. The physician also noted that the tension on the system during deployment and the bend in the patient's abdominal aorta contributed to the dislodgement. Additional information was received confirming that the guidewire did not experience a stiff wire tip bend during the procedure. Additional information was received clarifying that the medtronic guidewire did not experience a stiff wire tip bend during the procedure.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the delivery system became stuck in the paddles when being pulled out of the patient, causing the valve to dislodge from the annulus. Tension was felt during the deployment and adjustment of the delivery catheter system (dcs) was made when introducing it into the annulus and pulling it out. The dcs was pulled to the descending aorta to reduce tension, potentially due to a bend in the abdominal aorta. A snare was used to reposition the valve to avoid coronary occlusion, and the final position was around the sinotubular junction (stj). A second valve was successfully deployed with a gradient of 8mmhg post-implantation. Furthermore, the guidewire experienced a stiff wire tip bend during the procedure, and a replacement was provided. Additional information was received indicating that prior to valve deployment, the right femoral access site was used and a pre-implant balloon dilation was performed. During the deployment phase of the procedure, the cusp overlap technique was used while the evolut pro+ valve was slowly deployed and implanted in the patient's native annulus. Additionally, it was confirmedthat prior to slowly withdrawing the dcs, the dcs nose cone was centered within the valve frame inflow by slightly retracting the guidewire. It was also stated that the dcs was not twisted or torqued at any point during deployment. According to the physician, the dcs was probably stuck to the paddle pocket during removal from patient's body, causing the dislodgement. The physician also noted that the tension on the system during deployment and the bend in the patient's abdominal aorta contributed to the dislodgement.

Manufacturer narrative:
Image review: two media files were provided for review. The media file provided shows that during the removal of the delivery catheter system, one of the paddles remained stuck to the paddle attachment causing it to dislodge aortic. Of note, caution is needed while withdrawing the delivery catheter system to minimize interaction with the evolut frame. The patient¿s executive summary was provided for anatomical review. The patient had a significantly calcified aortic valve with an annulus perimeter that measured 71.2mm with a perimeter derived diameter of 22.7mm suggesting a 26mm evolut. There was protruding calcium in the annulus extending to the left ventricular outflow track, and a significant bend in the thoracic aorta. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the delivery system became stuck in the paddles when being pulled out of the patient, causing the valve to dislodge from the annulus. Tension was felt during the deployment and adjustment of the delivery catheter system (dcs) was made when introducing it into the annulus and pulling it out. The dcs was pulled to the descending aorta to reduce tension, potentially due to a bend in the abdominal aorta. A snare was used to reposition the valve to avoid coronary occlusion, and the final position was around the sinotubular junction (stj). A second valve was successfully deployed with a gradient of 8mmhg post-implantation. Furthermore, the guidewire experienced a stiff wire tip bend during the procedure, and a replacement was provided.

Manufacturer narrative:
Continuation of d10: product ID gwbc30 (lot: 92205702); product type: 0193-guidewire; implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus valve; product ID evproplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.